Event description:
Consumer called to report accuracy issues with her daughter's plink meter. School nurse contacted her and reported erratic readings when testing in school. Analysis run on clark error grid using mean average reading (295) as reference point vs. Bd readings (510, 80) yielded data points in the d/c zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.